Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 45 months ago. Aneurysm and vessel morphology were not report. It was reported that there was a proximal type 1 endoleak due to stent graft migration. The migration was attributed to disease progression with neck dilatation to 28 mm. There is a second aneurysm forming at the neck by the renal arteries. The decision was made to treat the patient with a talent converter / occluder and a fem fem bypass, but because the neck was 20 mm in diameter proximally and 28 mm in diameter distally there was still an endoleak present because of the graft material was pinched. At this point no further intervention was performed and the decision was made to evaluate the patient with a CT in 1 month and hopefully it will have thrombosed off and resolved. If the endoleak is still there they will put a palmaz stent and if that does not work they will convert to open repair. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (disease progression with neck dilatation); conclusion: device failure/lack of effectiveness related to patient condition (disease progression with neck dilatation).